Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: a review of the black box showed a sudden voltage drop and a call service 177 low battery warning. The battery was returned with a shrunken label. The pump was run for 24 hours with no reboots, power losses, or overheating. The pump electrical current draws were within specifications. The pump was opened to find moisture in the battery compartment or internally. The power flex and components were found with no defects. The overheating issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump was hot to the touch. The reporter noted that the patient experienced a burn on the leg but no medical attention was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.